Event description:
The pt purchased illegal over the counter decorative contact lenses from a beauty supply store. As a result of over-wearing non-prescribed lenses, the pt developed a deep, disciform corneal ulcer, 3mm in diameter. The pt was treated with vigamox & lotemax, but will sustain permanent scarring of the cornea. Fortunately the visual axis was not involved and the pt is able to see 20/20 out of the eye at this time.